Event description:
The user received a discrepant valproic acid result for one patient sample. The serum sample was drawn in a bd vacutainer and poured off into a "buddy tube", 2 ml of serum in a 12 x 75 mm tube. The initial result was 1.5 ug/ml with a data flag and was reported as <2.8 ug/ml. The same sample was repeated with a result of 84.2 ug/ml. The doctor stated the patient had not been treated because on the initial result. The valproic acid reagent lot number was 14451500. The field service representative could not determine a cause, but suspected a damaged sample rack. He removed the rack from use, checked the cell rinse, probe alignments and proper rinsing of the probes. He verified the analyzer operation by performing precision testing, calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.